Event description:
The customer reported to olympus that the high definition autoclavable camera head does not display an image when connected to the tower. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a faulty charge-coupled device with a b30 scope communication error code message. Additional issues were identified during the device evaluation: the cable failed the leak test due to cuts and kinks, and the label was faded and unreadable on the serial number plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no display image was due to faulty ccd (charge-coupled device) and b30 (scope communication error). Olympus will continue to monitor field performance for this device.